Event description:
The user facility reported that roughly two days into impella 5.5 support, the patient developed some bleeding at their access site. The bleed appeared after the patient was rolled for cleaning. The patient was given three units of blood over two days and the heparin dose was down titrated. Roughly four days later, the patient required an evacuation and washout of an intra-abdominal hematoma. The patient was stable following the intervention.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding : bleeding at access site since 4am following being rolled. The root cause of the access site bleeding issue was most likely patient movement, bleeding at access site since 4am when patient being rolled for cleaning . Vascular damage : intra-abdominal hematoma. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical details provided.